Event description:
A customer contacted beckman coulter inc. (Bci) stating that the creatinine module (crem) on the unicel dxc 800 pro synchron chemistry analyzer reported approximately 40 erroneous results. The customer does not have the results for these patients. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
The crem module has calibration and qc issues. Bci hotline had the customer replace the lot of cre reagent and also had the customer clean the modular chemistry (mc) sample probe and the crem cup. There have been no further issues at this account.